Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device was unable to deliver defibrillation energy. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would freeze at the boot up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.